Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing scheduled preventative maintenance on the device, an authorized bench technician noted that the measured output for the capacitor was below product specifications. There was no patient involvement.